Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of device while still in box, an error message presented that prevented from further interrogation. The device was in backup vvi mode.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.